Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: click pin had come off and component failure of the pin. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the reported failure and additional malfunction was traced to component failure of the pin. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid endoscope telescope had damaged positioning pin. The event was found during reprocessing. There were no reports of patient involvement.